Event description:
Boston scientific received information that this patient implanted with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead had presented to the hospital due to a cardiac arrest after paramedics were called to the patient's home where family members were performing cardio-pulmonary resuscitation (CPR). It was unknown at the time if the patient was externally rescued by the paramedics or if the device converted the patient. The local area sales representative (sr) was contacted to interrogate the device. Upon interrogation, the device was found in safety core with a single ventricular fibrillation (vf) zone at 165. Two fault codes were observed which indicated the device shocked into a shorted lead condition and the charge time had exceeded the maximum allowed time limit; which was likely related to the shorted lead condition. The device battery had depleted and it appeared the device was no longer pacing or was able to be communicated with a programmer. The patient was intubated and neurologically not responding and subsequently passed away later the next evening. The sr stated the device is scheduled to be explanted from the patient and returned to boston scientific.

Manufacturer narrative:
When the device gets returned and analyzed by our post market quality assurance laboratory, this report will be updated.